Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1: reporter phone number: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complete vision loss on (B)(6) 2022. They urgently went to ophthalmology. The patient was a known diabetic with diabetic retinopathy. The patient's vision loss was suspected to be from their retinopathy; however, a vitreous bleed was also suspected but could not be confirmed. The cause of the vision loss was not confirmed. The patient's international normalized ratio (inr) target was lowered from 2.5 to 2.0 to prevent recurrence. The patient would not receive enoxaparin if their inr was subtherapeutic. Stroke was ruled out. The patient's vision remained blurry and was followed by ophthalmology with good hope for total recovery with time. The bleeding resolved.